Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable as the device remains implanted. (B)(6). This report is being filed on an international device; tecnis toric ii optiblue iol, model zcw150 that has a similar device, tecnis iol model zct150 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Device evaluation: the product testing could not be performed as the device was not returned for evaluation (the lens remains implanted). The reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: no sample was returned and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the operation on (B)(6) 2020, the intraocular lens (iol), model zcw150 was completely opened at the dislocated point of 90 degrees short of the planned fixation position. The physician could not make an alignment from there and tried to make it turn clockwise. But, the zinn''s zonules was partly torn, which led to slight displacement of the lens. It was indicated that if it was another model lens such as zcv model, the alignment could have been easy to make, but the physician felt resistance from this zcw150 model lens. The doctor indicated that the zinn zonules was damaged when repairing the lens position. There was no patient injury reported. No additional information was provided.